Event description:
It was reported that during a thyroidectomy procedure, the bottom track of the jaw separated. It peeled up. A new device was used to complete the procedure. There was no patient impact reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.